Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be confirmed. The fault was found to be a missing downstream occlusion sensor nub. Downstream occlusion sensor will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited pump won't run. There was no patient involvement in this event. No adverse effects were reported.